Manufacturer narrative:
A product sample was received and it is awaiting evaluation.investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A clinic manager reported that the valved trocar cannulas were leaking during a vitrectomy procedure of the left eye. Plugs were used to resolve the issue and the procedure was completed with no consequences to the patient.additional information and product sample have been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes. A device history record (DHR) review for each of the trocar component lots was conducted. According to the DHR review, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on DHR. No further anomalies were identified during DHR. A complaint history examination indicates that this is the first complaint received against the trocar component lots for the reported issue. Three opened 25+ gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected. Sample 2 was found to be conforming and samples 1 and 3 were found to be nonconforming with a cut in the septum. Sample 2 was then leak tested and was found to be conforming. How the trocar became damaged cannot be determined from this evaluation. Because it was not possible to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).